Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on this right ventricular (rv) lead resulting pacing inhibition of more than two consecutive seconds in duration. The patient is pacemaker dependent however was asymptomatic during these episodes. An x-ray was performed but was inconclusive in identifying the root cause. The device was reprogrammed and remains in service. The patient will be monitored. No adverse patient effects were reported.